Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, improperly disconnection and then reconnecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain four of six in peritoneal dialysis. The home patient was connected. The home patient improperly disconnected and then reconnected. The technical service representative reviewed disconnection procedure with the home patient. The technical service representative had the home patient cycle the power to clear the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.